Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 08/09/2018 stating that high impedance and oversensing of the respiratory rate trend on the ra lead. No known physician and facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).